Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion constantly during therapy, following a software upgrade. Multiple nurses indicated that during administration of medications supplied in glass vials, upstream alarms required frequent troubleshooting. It was further reported that the pump chamber valve appeared open during use. The issue was observed during a vasopressin infusion, with alarms occurring approximately every 5 to 10 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.